Event description:
Customer called stating that meter was reporting inaccurate results. The paramedics received a result of 100 mg/dl, compared to the result on the breeze meter of 323 mg/dl. Prior to these readings the pt was experiencing symptoms of low blood sugar, the paramedics were called and they administered an IV of glucose and oral glucose. An eval of the system was conducted over the phone, which determined that the meter was working properly. Customer satisfied with diagnostic results. The meter will not be returned or replaced.